Manufacturer narrative:
The local area sales representative was contacted for additional information at this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system visited the hospital and the device was interrogated. The health care professional (hcp) called technical services (ts) and requested a consult review of the presenting electrogram (egm). Upon review, the presenting egm showed a ventricular episode which showed device had exhausted all therapy and event was still in progress at time of transmission. It was noted there to be commanded therapy as well. The hcp stated patient will be admitted for additional medical care. At this time, no additional adverse patient effects were reported. This ICD remains in service.